Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the front lamp of device was flashing the handpiece could not to be activated. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-06405 and medwatch 2210968-2013-06406. The same patient is represented in each medwatch.